Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803. Device code 2917 - removed. Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803. Device code 2917 - removed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose was xx mg/dl. Customer reverted to an alternate method of insulin therapy. Or it was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose level was xx mg/dl. Customer continued to use the pump for insulin therapy.